Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during cleaning at the user facility, pieces of insulation were found to be missing from the device, posing the risk of a material being lost in a surgical site. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during cleaning at the user facility, pieces of insulation were found to be missing from the device, posing the risk of a material being lost in a surgical site. There were no adverse consequences related to this event.